Event description:
It was reported that expansion failure occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified iliac artery. A 8x40x75mm epic stent was advanced for treatment. However, during the procedure, it was noted that vessel expansion was insufficient. The device remains implanted. There were no patient complications reported and the patient condition was good.